Event description:
It was reported that the bd luer-lok¿ tip syringe experienced fibers in the syringe. The following information was provided by the initial reporter: it was reported that fibers were identified in the product.

Manufacturer narrative:
Investigation summary: it was reported fibers were identified in the product. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show the bottom part of a syringe with no packaging blister. From the photos, it is not clear what the foreign matter is. No other information can be obtained from the photos. A device history record review was completed for provided material number: 302832, lot number: 1271456. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Our quality team regularly reviews the collected data for identification of emerging trends.